Event description:
Customer states: a medical examiner in hospital reported that connector part of the tube detached. To detach the tube from it, he had to break the connector part of it. No patient harm. When exactly the incident occurred is unknown. It was reported no pre-test was performed and no recannulation was required, so it seemed to happen prior to use on patient. No further information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation.